Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. The proximal neck measured approximately 10 mm in length. It was reported that, during the index procedure, an angiogram revealed the stent graft was placed approximately 5 mm distal to the lowest renal artery. Additionally, there was a proximal type I endoleak. The physician elected to implant an endurant aortic cuff. The endoleak was resolved and the procedure was completed. Per the physician, the cause of the low placement of the stent graft could have been due to imaging parallax or aggressive ballooning that may have set the suprarenal stents causing the graft to move distally by approximately 3 mm. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.